Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had a suspected lead fracture.

Event description:
It was reported that the patient had a suspected lead fracture. Additional information was received that the patient had high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-2317-70 (sn: (B)(6)). The returned lead was analyzed. The allegation of lead damage has been confirmed. The investigation confirmed that the cause of the broken cables was due to mechanical stress from possible flexing of the lead at the exit point of the clik x anchor. Therefore, the probable cause selected is cause traced to component failure.

Event description:
It was reported that the patient had a suspected lead fracture. Additional information was received that the patients lead had high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively.